Event description:
The physician reported that the patient associated to the subject lead was admitted to the emergency unit for repeated shocks of the implanted system. Interrogation of the associated ICD identified stored episodes with noise and inappropriate shocks. The ventricular leads (including the subject lead) and associated ICD were explanted and replaced. The subject lead was discarded and not available for analysis.

Event description:
The physician reported that the patient associated to the subject lead was admitted to the emergency unit for repeated shocks of the implanted system. Interrogation of the associated ICD identified stored episodes with noise and inappropriate shocks. The ventricular leads (including the subject lead) and associated ICD were explanted and replaced. The subject lead was discarded and not available for analysis.